Event description:
It has been reported to philips that while transferring the patient from the table to the bed, the patient fell to the floor. This issue occurred post procedure. There was no death or serious injury alleged. Based on the limited information provided this initial report is submitted. Philips has requested additional information and has initiated an investigation.

Manufacturer narrative:
Addtl MFR narr: philips has investigated the reported problem. Philips has completed a good faith effort to get further information regarding patient outcome and sequence of events of the reported problem. However, the customer has not provided any additional information. Initially, information was received that the patient sustained harm, but the extent of the harm is unknown. According to the available information velcro was added to the long cardio mattress. This velcro appeared to be frayed. The velcro is not part of the design. It is unknown if the velcro may have caused or contributed to the incident. Current mattress product design is the result of a careful evaluation between patient comfort, user requirements for repositioning and cleanability. Non-slippery mattresses or adding non-slip material in general compromises these characteristics. As such, care must be taken when positioning the patient on the mattress, making sure that it does not slip. As no additional information is provided for investigation, philips is closing this complaint and this event will be included in the post market surveillance trend analysis. Corr data: adverse event/product problem and coding is updated based on investigation outcome.